Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, diagnostic imaging was performed which revealed dislodgement of the left ventricular (lv) lead. The lead was capped and replaced and the patient was in stable condition.